Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the doctor had another patient's implant removed because it ¿didn¿t work.¿ no further information was provided.